Event description:
It was reported that on (B)(6) 2011, due to stable angina the subject underwent the index procedure with the deployment of one des stents to the distal left anterior descending coronary artery. Post procedural residual stenosis was 0% with timi iii flow. On (B)(6) 2009, the subject was started on aspirin 325 mg. The subject did not receive a peri-procedural loading dose of the thienopyridine medication. On (B)(6) 2011, at the start of the study the subject received the study medication maintenance dose of clopidogrel 75 mg. On (B)(6) 2011, the subject was discharged from the index hospitalization. On (B)(6) 2012, the subject was randomized to clopidogrel/placebo arm, and was administered the first dose on (B)(6) 2012. On (B)(6) 2012, 703 days following the index procedure the patient died at home due to unknown causes. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the promus everolimus eluting coronary stent system instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in (B)(4).

Event description:
Patient cause of death was heart disease.

Manufacturer narrative:
(B)(4).